Event description:
It was reported that the insulin gauge on the pump displayed an amount different from what the customer expected, specifically showing only 60 units instead of the expected 240+ units. There was no adverse impact to the customer's blood glucose level. The customer worked with technical support to reload the same cartridge, and after reloading, the pump displayed an updated fill estimate of 180 units, satisfying the customer, with no further action needed.